Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection at the implantable pulse generator (ipg) site. Therefore, the patient underwent a revision procedure. No further information has been able to be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2018.